Event description:
The customer observed falsely elevated ca19-9 results while using the architect ca19-9 xr assay. The customer provided the following elevated results for one patient: 39.5 u/ml, generated using lot 08851m500. This patient was retested with lot 08852m500 and generated a result of 40.4 u/ml. The customer indicated that they tested the patient sample with another method and was 'negative', in the range of 20-25, no uom provided.the customer stated no architect errors were produced when elevated results were generated. The falsely elevated results were reported out the lab. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.